Event description:
Event: post implant distal endoleak treated with a stent. No leaks were detected on follow-up films take at 3, 6, and 9 months post ancure implant. At the 12 month follow-up and distal type I endoleak was detected. It was successfully treated with a stent. No additional information was available to guidant as of this report.